Event description:
The off set reamer instrument was missing 2 screws and only one was accounted for. Then same issue was noted a week earlier. And vendor sent instrument out for replacement / repair. During use it was noted that tiny screws were missing from instrument. One screw was found by the sterile processing dept. The second screw has not been recovered. We sequestered the instrument and stryker aware of concern regarding the screws potentially being retained inadvertently in the pt's wound during procedures. Potential unintentional retained item.